Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the rate accuracy on the pump module is high. There was no patient injury. Although requested, additional information was not provided.

Manufacturer narrative:
Investigation conclusion: the reported complaint of high rate accuracy was not confirmed or reproduced. Review of the suspect device error log showed no recent errors were recorded. Review of the logs did not show any rate accuracy issues. Device inspection: the incident administration set was not returned and could not be inspected. The device was received in good condition. The instrument seal was intact. The right (male) iui was observed with damaged isolation ribs. Dried fluid observed inside door, on the rear case under the female iui, and inside the rear case. Corrosion observed inside the rear case. Crush marks were observed at the upper fitment of the tube guide which is indicative of a set misload. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with door operation. Latch sear are installed properly and did not interfere with door operation. Root cause analysis: the root cause of the reported complaint of high rate accuracy was not identified. Device history review: review of the source device sn (B)(6) service history record showed the device had a manufacture date of (26jan2010). A review of the device service history record was performed beginning from the date of manufacture to the present date (06nov2020) and indicated that this device has been previously returned for the following service: 06feb2019 alarm - error codes / messages- replaced corroded bezel which caused error code. Replaced punctured keypad. Replaced non alaris door latch. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the rate accuracy on the pump module is high. There was no patient injury. Although requested, additional information was not provided.